Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06512. It was reported that the patient presented for a system extraction on (B)(6) 2018 for an infection. While explanting the right ventricular lead, it was noted that the patient had a drop in blood pressure. A sternotomy was performed, and a tear in the superior vena cava was noted. The tear was patched. The system was removed and the patient left the operating room with good rhythm and blood pressure.